Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a plug was found to have migrated 6 weeks post-op. Additional information has been requested but not provided.

Manufacturer narrative:
The device was not returned for evaluation, however a photo of an x-ray was provided and used to confirm that the plug did migrate post-operatively. Since the device was not returned and the lot number was not provided, no further evaluation is able to be performed and no conclusions can be drawn. A review of the device labeling found that migration is a known possible adverse effect of this procedure type.